Event description:
Event description cpi reveived information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were explanted/taken out of service due to non-sensing. A new ICD system was implanted.